Manufacturer narrative:
Patient age is not available from the facility. Patient weight is not available from the facility. Device lot number and expiration date are not available. The device was discarded before this information could be obtained. Device manufacture date is dependent on the device lot number, thus is unavailable.

Event description:
It was reported that during a lead extraction procedure to remove 2 passive leads (ra and rv), a tear to the atrial appendage occurred. Reportedly, removal of ra lead began initially using an 11fr tightrail mini. The lead was unable to be removed initially, so the surgeon switched to the rv lead. A cook bulldog locking device was used for traction. Removal began with the 11fr tightrail mini but then the surgeon switched to a 13fr tightrail without the sheath. In the right atrium, the surgeon couldn¿t advance past tricuspid tissue so then he tried the tightrail with the outer sheath in the right atrium. At this point, a large pericardial effusion was identified and attributed to a right atrial appendage tear. An immediate sternotomy was performed to successfully repair the tear.

Manufacturer narrative:
Discovered on 9/6/2017 that relevant tests information was incorrectly entered from original complaint; data now corrected to reflect information given on original complaint form.